Manufacturer narrative:
Device evaluation: analysis of the returned device identified wear abrasion, crease fold and an opening on posterior. Leak test and microscopic analysis was performed which identified crease(smooth) opening and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is an opening crease (smooth) on posterior due to fold (flaw) opening.

Event description:
Health professional reported "creases". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.